Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash around ther band of the garment. There was no alleged device malfunction contributing to the rash. The patient¿s nurse practitioner prescribed a steroid cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.